Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.